Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox option head/adpt, 12/14, 36 x +7 on (B)(6) 2014 on the left side. The patient was revised on (B)(6) 2014 due to dislocation.

Manufacturer narrative:
DHR review results: ref#: 00-8777-036-04, lot #: 2714785, yield: 40, delivered: 40. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The additional information does not change the assessment of the case. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed once again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The DHR check could not be performed as the lot number was not available. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only a technical investigation was not possible to be performed, as the device was not at hand for investigation. Review of incoming information. It was reported that a patient underwent a revision surgery due to dislocation of the head. Implantation report, dated (B)(6) 2014. Preoperative diagnosis: failed left total hip replacement secondary to metallosis and alval from a durom hip implant. Procedure: alval lesion existent posteriorly with a large amount of rust-colored fluid. No evidence of acute inflammation, but existence of necrosis and metal particles. Corrosion at the neck-head junction. Acetabular cup was found to have a posterior superior defect of the rim. A new zimmer continuum shell, liner and biolox option head implanted. No offset laxity noted. Revision report dated, (B)(6) 2014. Preoperative diagnosis: recurrent dislocation of left total hip replacement, status post complex revision. Procedure: left hip arthrotomy with placement of a constrained acetabular liner indwelling head and sleeve removed. Cup found to be solidly fixed. The same length head but with a different size due to constraint of the liner selected. Good range of motion achieved. Possible causes for the reported event according to dfmea: line 26 : dislocation (short-term manifestation of harm) -> due to user error - joint laxity. Line 27 : dislocation (short-term manifestation of harm) -> due to joint laxity due to limited head offset options. Line 28 : dislocation (short-term manifestation of harm) -> due to no or inadequate labeling - surgeon selects incorrect head offset. Comparison to investigation results whether it is possible and justification: line 26 : possible -> it is possible that joint laxity due to some other reasons led to the dislocation. Line 27 : not possible -> in the implantation report it is noted that no offset laxity observed.. Line 28 : possible -> as patient relevant medical history is unknown and the product is not received for the investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).